Event description:
Sensor not picking up the 3cg rhythm and the tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of sensor not picking up the 3cg rhythm and the tip was confirmed. The reported issue that the sensor is not picking up 3cg rhythm and the tip is confirmed. The sensor is not recognized when connected to a display, causing the ECG and magnet tracking to not function. Reported issue root cause: the root cause is due to an internal failure within the sensor.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Sensor not picking up the 3cg rhythm and the tip.